Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy and abnormal bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required) and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (removal of the essure, hysterectomy and bilateral salpingectomy on (B)(6) 2014). Essure was withdrawn. At the time of the report, the genital haemorrhage had resolved and the procedural pain outcome was unknown. The reporter considered genital haemorrhage and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2011: hysterosalpingogram result was full occlusion of tubes. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented heavy and abnormal bleeding. A hysterectomy and bilateral salpingectomy was performed to remove micro-inserts 3 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the event. Given event's nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy and abnormal bleeding / daily heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and haemorrhagic anaemia ("anemia") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included meningioma, carpal tunnel syndrome, urinary tract infection, general body pain, chest tightness, shoulder pain and feeling sad. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and nausea ("nausea"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery"), migraine ("migraines"), headache ("headaches") and glucose tolerance impaired ("pre-diabetes"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes),) and surgery (ablation on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, back pain and abdominal pain had resolved, the haemorrhagic anaemia, dysmenorrhoea, dyspareunia, migraine, headache, nausea, weight increased and glucose tolerance impaired had not resolved and the procedural pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, glucose tolerance impaired, haemorrhagic anaemia, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs, onset date of events migranes, headaches was jan-1994. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92.971 kgs. Hysterosalpingogram - on 16-nov-2011: appropriate placement and apparent tubal occlusion current weight as of 28-feb-2018: 243.00ibs. Approximate weight at the time of essure placement 205.00 lbs. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events were pelvic pain, vaginal haemorrhage, menorrhagia, back pain, abdominal pain, anaemia, dysmenorrhoea, dyspareunia, migraine, headache, nausea, weight increased and glucose tolerance impaired newly added. On 28-feb-2018: processed with follow up number 2. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented heavy and abnormal bleeding. A hysterectomy and bilateral salpingectomy was performed to remove micro-inserts 3 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the event. Given event's nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.